Event description:
It was reported by the customer that a pyxis medstation es system new orders and newly admitted patients are not crossing over to pyxis, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that new orders and newly admitted patients are not crossing over to pyxis. A technical support specialist has confirmed that the issue was addressed internally and has verified that pyxis is functioning as expected. The system functioned as intended after customer resolved the issue.